Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: patient 1, date: ng, inratio: >5.0(x2), lab: 3.7. Patient 2, date: (B)(6) 2011, inratio: 3.3, lab: 2.4. Patient 2's therapeutic range: 2.0-2.5 inr.